Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: updated h3, corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The esheath was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: liquid substance present inside the flush tube. Material analysis was performed on the isolated liquid collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results for the liquid found on the flush tube show similar absorption characteristics to rubber-silicone elastomer. An engineering study was performed to examine the propensity of silicone in the flush tube to be removed during device preparation as well as to evaluate the possibility of silicone material originating from the valve stack (applied to housing in manufacturing). The study indicates that silicone would be able to be flushed away during device preparation. In addition, as silicone was able to travel from housing into the flush tube, the possibility of silicone application during esheath manufacturing having a potential impact on this event could not be ruled out at this time. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During receiving inspection, the flush tubes are 100% inspected for cleanliness, which includes surface fluids or stains. Additionally, the stopcocks are visually inspected for cleanliness. While this review indicates that proper inspections and tests are in place during the manufacturing process, investigation was unable to rule out the possibility of a manufacturing non-conformance at this time. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned events for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The liquid in the esheath was confirmed. A potential manufacturing non-conformance or a supplier-related issue was identified through the investigation. Ftir analysis performed on the isolated substance revealed silicone-base composition, consistent with silicone component that is a part of the esheath bill of materials. During esheath manufacturing, this silicone material is incorporated into two different locations: (1) hemostatic valve stack (inside of housing) and (2) three-way stopcock. As such, available information suggests that the reported event may be tied a manufacturing non-conformance or a supplier-related issue. However, since the silicone source was unable to be unequivocally ascertained, a definitive root cause was unable to be determined at this time . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. However, an awareness communication was performed, and a supplier corrective action request has been initiated for further investigation.

Manufacturer narrative:
The following sections of this report have been updated: corrected h6 investigation findings and h6 investigation conclusions. Corrected details of the product evaluation below. The esheath was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: liquid substance present inside the flush tube. Material analysis was performed on the isolated liquid collected during product evaluation with fourier transform infrared spectroscopy (ftir). Ftir results for the liquid found on the flush tube show similar absorption characteristics to rubber-silicone elastomer. An engineering study was performed to examine the propensity of silicone in the flush tube to be removed during device preparation as well as to evaluate the possibility of silicone material originating from the valve stack (applied to housing in manufacturing). The study indicates that silicone would be able to be flushed away during device preparation. In addition, as silicone was able to travel from housing into the flush tube, the possibility of silicone application during esheath manufacturing having a potential impact on this event could not be ruled out at this time. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During receiving inspection, the flush tubes are 100% inspected for cleanliness, which includes surface fluids or stains. Additionally, the stopcocks are visually inspected for cleanliness. While this review indicates that proper inspections and tests are in place during the manufacturing process, investigation was unable to rule out the possibility of a manufacturing non-conformance at this time. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned events for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The liquid in the esheath was confirmed. Investigation points to the possibility manufacturing non-conformance being involved. Ftir analysis performed on the isolated substance revealed silicone-base composition, consistent with silicone component that is a part of the esheath bill of materials. During esheath manufacturing, silicone material is incorporated into sheath housing by being injected inside the cross-slit valve. An engineering study confirmed that application of excessive silicone may cause the fluid to migrate from sheath housing and accumulate inside the flush tube, suggestive of observed issue potentially stemming from manufacturing. As such, available information suggests that the reported event may be tied a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. However, an awareness communication was performed. Additionally, since esheath flush-tube assembly incorporates silicone into three-way stopcock, the stopcock supplier was notified as a precaution.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from new zealand by our edwards lifesciences affiliate, prior to taking the 14fr esheath out of the packaging for a transfemoral transcatheter aortic valve replacement procedure, an unknown clear fluid was observed in the flush port of the sheath. The device was exchanged and another esheath was used in the procedure successfully.